Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set fell off during use due to which hyperglycemia occurs within 12 hours of use. High blood glucose level was 176 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.